Event description:
Report received from the USA regarding a motor device in which, during set-up for a veterinary surgery, the air hose ruptured. According to the report, the motor device was set-up and the veterinarian was checking operations when a "growing bubble" was observed in the hose. The hose ruptured after an unknown amount of time. There was no delay in surgery as a spare device was available. The surgery was completed successfully. The reporter could not clarify the material or serial number. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was not received for evaluation. Therefore, the reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).